Manufacturer narrative:
Hospital admission: (B)(6) 2015. Discharge dates: (B)(6) 2015. Surgery date: (B)(6) 2015 . Primary indication for surgery (onset year): degenerative scoliosis; multilevel severe stenosis, including lumbar stenosis with canal and extensive foraminal stenosis (unknown). Primary indication category: degenerative. Duration of surgery (start/end time): 8:35/17:50. Procedures performed: discectomy, spinal fusion (primary). Spinal levels involved with procedure: thoracic: t11-t12, lumbar: l1-l5. -sacral: s1 surgical approach: posterior. Implants used during procedure: instrumentation, bone morphogenetic proteins (bmp). Dural opening details: incidental/intentional: incidental, sutured/no sutured: no, length of dural incision: unknown. Shunts/drains placed: 2x hemovac. Primary dural closure procedure. Material type: duragen collagen duraplasty (3x3 matrix). Sealing procedure duraseal exact, application time: unknown, applicator used: unknown, volume used: 10 ml.

Event description:
This is the first of two reports. This report is in regards to duraseal. (B)(4) duraseal exact spine sealant post-approval study (subject number: (B)(6), site number: (B)(6), study arm: duraseal). Subject (B)(6) is a (B)(6) male with an extensive medical history and an extensive past surgical history. The subject has diabetes mellitus, a known risk factor for experiencing a cerebrospinal fluid (csf) leak. Baseline neurological examination was abnormal for motor exam, sensory exam, deep tendon reflexes and gait. Mental status and coordination were normal. On (B)(6) 2015, the subject had a surgery for degenerative scoliosis and multilevel severe stenosis, including lumbar stenosis with canal and extensive foraminal stenosis. Procedures included discectomy and spinal fusion. During the procedure, an incidental dural tear occurred. Primary closure included duragen collagen duraplasty. Baseline leak assessment after primary closure was not conducted. After primary closure, one treatment of duraseal exact was used. The main wound was closed using sutures and staples. At subject's staple removal on (B)(6) 2015, the subject was noted to have a brownish thin fluid drainage from his wound. Subject was sent to the emergency room and was admitted with MRI imaging showing csf collection. After MRI, wound re-exploration with placement of lumbar drain and patching of csf leak was recommended. This surgical intervention occurred on (B)(6) 2015. Duragen and duraseal exact were used. This serious adverse event was reported by the principal investigator to have a severity rating of 'severe' and a possible relationship to the device. The event was indicated as resolved. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 01/20/2016. The product was not returned for evaluation. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. Conclusion: the clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified. If additional information is obtained, or the sample is returned, this investigation will be reopened